Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a supply change, with suspicion of an infusion site issue such as a bent cannula; the user disconnected from the site, confirmed drops from the tubing, and planned to administer an outside injection later while following guidance to avoid reconnecting for 2 hours after injection. Symptoms included elevated blood glucose over 400 mg/dl for approximately 4 hours without ketone testing, medical intervention, or use of backup therapy. Outcomes included no reported immediate health effects and no hospitalization. Investigation included troubleshooting and user education performed by support. Investigation of this case revealed that the cause of hyperglycemia was unclear. It was concluded that no device alerts or alarms occurred and that the event could not be confirmed as a device malfunction based on available information.